Manufacturer narrative:
It was reported that the patient fell the week after surgery and suffered soft tissue damage. A poly swap was performed and a thicker poly was used to address instability issues. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient fell the week after surgery and suffered soft tissue damage. A poly swap was performed and a thicker poly was used to address instability issues.